Manufacturer narrative:
The lal remains implanted and is therefore not accessible for evaluation. Device information, including the serial number, was not made available in order to review manufacturing records. Furthermore, no medical or operative records were made available for analysis. Therefore, a definitive cause for the reported patient issues cannot be determined. However, based on reported information, it is possible that the patient's preexisting, chronic autoimmune condition and/or allergic reactions to perioperative medications may be causal or contributing factors. According to the instructions for use, warnings, physicians considering lens implantation....should weigh the potential risk/benefit ratio for patients with recurrent severe anterior or posterior segment inflammation, uveitis of unknown origin, or any disease producing an inflammatory reaction in the eye. Manufacturer reference#: (B)(4).

Event description:
A patient reported to rxsight that following bilateral implantation of the rxsight light adjustable lens (lal) and an unspecified number of light treatments in the left eye, the patient experienced persistent ocular complications impacting daily function and their ability to work. Reported signs and symptoms include eye pain, photophobia, blurred vision, ocular surface and eyelid inflammation, eye irritation and crusting, excess tearing, and visual disturbances. The patient has undergone extensive and ongoing treatment, including multiple prescription and over-the-counter medications, such as corticosteroid and anti-inflammatory eye drops, artificial tears, allergy medications, and systemic immunomodulators, along with numerous ophthalmology visits and additional consultations with specialists; despite this, the patient reports limited or inconsistent improvement. The patient attributes their symptoms primarily to an autoimmune or inflammatory reaction triggered or exacerbated by lal implantation and subsequent light treatments and compounded by their preexisting, chronic autoimmune condition and allergic reactions to perioperative medications; however, definitive diagnosis was not reported to have been established and the patient acknowledged experiencing an autoimmune-related flare-up attributed to a medication unrelated to their eyes or ocular conditions. The patient alleges that, prior to surgery, they were not adequately informed of possible risks associated with lal implantation. The patient also reported further post-operative complications including ocular hypertension in the right eye, cystoid macular edema, blepharitis, anterior and posterior capsule opacification, and dry eye disease, and reported undergoing yag capsulotomy.